Event description:
It was reported that a pt with known allergies to resins and nickel experienced swelling of the eyes, lips, and throat after a procedure was performed using peeso reamero, tooth conditioner gel, surefil, roydent posts, and gc fuji I cement (not mfg by dentsply). As a result, the pt went to the ER - it is not known if any intervention was administered, though it is reasonable to assume the pt was given anti-inflammatory or other medication to reduce swelling of the throat and other reported symptoms.